Manufacturer narrative:
The device has not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provide how to routine maintenance.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user had not replaced the water filter of the device since 2016. Other detailed information was not provided. There was no report of patient injury associated with the event.